Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer reported that the insulin pump was randomly bolusing. The customer's blood glucose was 29 mg/dl at the time of incident. The customer stated that they treated the low blood glucose with juice. The customer stated that they found bolus in the bolus history that they did not enter. The customer declined to troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing, including the rewind, self-test, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery test and displacement tests. The bolus wizard feature functioned properly per the bolus wizard sample in the user guide. Several bolus deliveries were programmed and delivered also. All boluses delivered properly and were recorded in the bolus history files. No bolus wizard or bolus delivery anomaly was noted. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.